Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. The returned mcm had been previously cleared and did not contain incident info. Laerdal medical sent a letter explaining the eval with a copy.

Event description:
Laerdal medical learned by a letter that, an ambulance crew in a foreign country, reported that during an incident in 2001 involving an unk pt in vfib, this defibrillator did not shock the pt. Another defibrillator was used and the pt was okay. No other pt or incident information was given.